Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation. The device passed all testing. (B)(4).

Event description:
A report was received stating that an 840 ventilator had an erratic lower display. The ventilator was not in use on a pt at the time the malfunction occurred.